Manufacturer narrative:
Device unique identifier(UDI)# (B)(4). Approximate age of device- 1 year and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that during a clinic visit, yellow drainage with slight blood tinge was observed from the driveline exit site. A driveline exit site culture tested positive for gram positive cocci and bacilli. The patient was started on doxycycline for 10 days. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.